Event description:
Pt complains of painful left breast mound, left chest wall pain and diffuse myalgias and arthralgias grade ii capsular contracture. Magnetic resonance scan with a breast coil suggested left intracapsular rupture.